Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lots: m119538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lots m119538 and test base part number 190-430 / lots m119538 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119538 showed the complaint rate = (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported 13 false negative results with the ID now covid-19 test. This report represents 13 of 13. A customer reported a false negative result on a direct kit provided nasal swab with the ID now covid-19 test. Confirmation testing with an np swab was positive by cobas 6800 methodology. The patient was reported as symptomatic (not otherwise specified) for 1 day. The customer confirmed there was no death or serious injury based on the ID now covid-19 results and the patient recovered well. Additional information, including patient treatment, was unknown. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.